Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the device caused damage on another device resulting in the slda appears to be related to the user error of the second clip interacting with the first clip. Additionally, the challenging patient anatomy likely contributed to the slda of both clips. It was reported that visualization was difficult, and that the second clip interacted with the first clip during clip deployment. This information suggests that the user error contributed to the reported device damage caused by another device, resulting in the single leaflet device attachment (slda) of both clips on the posterior leaflets. It should be noted that the mitraclip instructions for use (IFU) warns: use caution not to displace or dislodge an implanted clip when placing an additional clip; clip detachment from leaflet(s) may occur which may result in a single leaflet device attachment (slda) or device embolization. In this case, the second clip interacted with the implanted clip, resulting in the slda of both clips. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant product: steerable guide catheter, implanted mitraclip (x1). The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate manufacturing report number.

Event description:
This report is filed because the second deployed clip (50312u117) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Pre-procedure, the anterior 2 leaflet (a2) and posterior 2 leaflet (p2) had evidence of leaflet flail and chordal rupture. The p2 leaflet had thin anatomy and the patient had a large left atrium. The first mitraclip (50312u121) was successfully implanted on the a2 and p2 leaflets without issue. The second mitraclip (50312u117) was advanced, grasped both leaflets, and was deployed on the same a2 and p2 leaflets. After deployment of the second clip, both mitraclips detached from the posterior leaflet and remained attached to the anterior leaflet. It was noted that the second clip must have interacted with the first clip during deployment. Reportedly, there were visualization issues with both clips. A third clip was implanted without issue, successfully reducing the mr to 2-3+. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.